Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having problems with insulin and the pump. There was no information provided regarding the customer's blood glucose level. Although requested, no additional information was provided regarding the reported issue.